Manufacturer narrative:
The pod was received with cannula fully deployed. Inspection of the needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 488 mg/dl while wearing the pod between 4 and 24 hours. Upon removal of the pod from the infusion site tt was discovered that the cannula was dislodged. As treatment, the patient drank water and received 3 correction boluses and insulin via injection.